Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician performed the procedure: dr. (B)(6). There were two hospitals reported with this event; it is unknown where the procedure was performed: (B)(6).

Event description:
As reported by the patient's attorney, a capio cl transvaginal suture capturing device was used during a procedure on (B)(6) 2013. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.